Event description:
The customer reported sample tubes processed by an unicel dxc 600i synchron access clinical system had liquid on the top of them. The instrument's cap piercer was determined as the source of the fluid leak which was identified as autogloss. The volume of the liquid was approximately five cubic centimeters. The customer also reported getting a probe obstruction error on modular chemistry side of the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility. The customer initiated troubleshooting and an occlusion in an instrument line was found and cleared. The system was primed and no further leaks or fluid was found on the sample caps.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) verified that the customer performed troubleshooting had resolved the issue. The instrument was returned back into operation. The alleged failure mode was an occlusion of a specific instrument line, which upon recurrence has the potential to cause discrepant results. (B)(4).